Event description:
The rptr's mother who is vacationing in bahamas sent rptr meter, stating that parent was getting erratic bs results with back to back tests done within 5 minutes using separate fingersticks. Parent told rptr that rptr got test results of 80 and 210 mg/dl. On followup, the rptr did not have any further info on parent's tests. Rptr (not a diabetic) stated that rptr herself did back to back tests and also got erratic results. Rptr did not know how long control solution was open, but no control tests were reported. No harm was alleged.